Manufacturer narrative:
A2 - age at time of event: 70 years old at the time of study enrollment. E1 - (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Additionally, initial reporter's email address was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred, requiring intervention. On (B)(6) 2023, the subject underwent treatment with the eluvia drug eluting stent as a part of the clinical trial. The target lesion #001 was in the left mid superficial femoral artery and left distal superficial femoral artery with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 80 mm lesion length with 100 % stenosis and was classified as tasc ii a lesion. Prior to the treatment of the target lesion with study device, pre-dilation was performed using 4 mm x 40 mm and 5 mm x 40 mustang pta balloon. Treatment of target lesion was performed by placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following treatment, post dilation was performed using of 6 mm x 80 mm non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade b was noted due to 5 mm x 40 mm mustang pta balloon. In response to the complication, 6 mm x 80 mm eluvia drug eluting stent was placed. Post treatment, the final residual stenosis was noted to be 0%. The complication of dissection was considered to be resolved the same day. On (B)(6) 2023, the subject was discharged from the hospital on aspirin.